Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing, the device touchscreen would not calibrate. This was due to residue from the product the customer used to clean the device touchscreen. The device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported during preventative maintenance testing, the device touchscreen did not pass the touchscreen test. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. No additional info was provided.